Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red dot on the connector body was missing, the device emitted an unusual sound during use, and the device failed the temperature assessment (actual reading: 120.8 degrees fahrenheit at 2 minutes 30 seconds; specification: >118 degrees fahrenheit at 10 minutes). It was observed that the drive shaft subassembly and bearings were coated with a foreign substance. It was further observed that the missing red dot was due to normal wear over time. It was determined that the failed temperature assessment and unusual noise during use were caused by the foreign substance on the bearings and drive shaft. It was determined that the foreign substance was due to improper cleaning. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to user error and wear from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; ((B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was overheating. There were no delays to the surgical procedure as the same device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.